Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified superficial femoral artery. A 5.00mm/ 2.0cm/ 135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon fifth inflation at 6atm within 30 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. The patient was in good condition after the procedure.